Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2019 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that one time the patient got really sick because the pump didn't turn back on after magnetic resonance imaging (MRI) was complete. The event date was unknown but the event occurred over 7 years ago. No further complications were reported or anticipated.